Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 311 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.